Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the battery life of the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2015-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no related alarms and no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.